Manufacturer narrative:
The aware date for the event is (B)(6) 2021 and had been previously reported under medwatch report number 2249723-2021-02801 which also reported the first event. Information was received on 07dec2021 for the second event and moving forward additional information pertaining to this second event will be reported under this medwatch report. A getinge field service engineer (fse) evaluated the iabp unit and suspected that the original drive manifold that was replaced was defective and it was arranged to replaced once again and the unit rechecked once it has been replaced. The issue was fixed by replacing the drive manifold. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a routine check by the customer the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Event site state and postal code: (B)(6). It was reported that during a routine check by the customer the cs300 intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient involvement, and no adverse event reported. A getinge field service engineer (fse) evaluated the iabp unit and suspected that the original drive manifold that was replaced was defective and it was arranged to replaced once again and the unit rechecked once it has been replaced. The issue was fixed by replacing the drive manifold. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received drive manifold with a reported unit failure of low vacuum error. The failure analysis and testing dept. Installed a drive manifold and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev. V. The failure analysis and testing dept. Was able to replicate the low vacuum error after the cs300 pumped for approximately 20 minutes. The drive manifold failed testing. Retaining the drive manifold in the failure analysis and testing department per procedure number 0002-07-d008 rev.ak. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.